Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, an incomplete prime was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient who had a system error 2240 (air in tubing) alarm on the homechoice while connected during their initial drain. During troubleshooting, it was noted that the patient line was not primed properly prior to the patient initiating therapy. The power was cycled to clear the alarm and the patient was instructed to start over using new supplies. The caregiver was advised to notify their nurse regarding the event. There was no patient injury or medical intervention in association with this report. No additional information is available.